Manufacturer narrative:
Product event summary: analysis was unable to reproduce the reported event. The errors were verified in the error log, this issue was due to hard drive corruption. As a result the hard drive was reconfigured and software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the printer only printed horizontal lines, the power cord bay latch tabs were broken off, the bullet hinge covers were missing, the power supply was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an interrogation of a device, the screen would go black and report a "serious error". This happened 3 consecutive times. Another programmer was used to complete the interrogation. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.